Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: "review of summary data report reviewed during a site audit of the (B)(6) study revealed...for case 17, the patient had a proximal femoral fracture 4 days post op. The stem was revised and an orif was performed to the right proximal femur..."